Manufacturer narrative:
Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment.

Event description:
It was reported that, prior to cardiac surgery, the caller was asked to program the device off for patient safety. Initial interrogation displayed a patient data alert. Some of the patient data and the implant date are gone. A review of device downloaded memory was done by technical services and a patient data (pd) alert was confirmed. Technical services suspects this is due to a benign memory bit-flip that occurred in the ram of the patient data buffer. It is unknown when the alert occurred. There is no impact on therapy. There were no adverse patient effects. The device remains implanted.